Event description:
The customer reported that the alarms battery contacts are bent and it does not always work nor alarm. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (Battery contacts are bent). Evaluation results: evaluation of the returned product found that the alarm powers on and all functions work. The alarm case is damaged around the battery door and the battery springs are mis-aligned. The screws that hold the alarm case together are rusted and is a sign of moisture. (B) (4).